Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) right ventricular (rv) lead exhibited high pacing thresholds. Further analysis determined the measurements were likely attributed to a microdislodgement. At this time the following physician decided not to perform any corrective actions. The lead remains in service. No adverse patient effects were reported.